Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found to be ruptured when the package was opened during removal of renal calculi on (B)(6) 2022, and a new stent was replaced.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the stent was found to be ruptured when the package was opened during removal of renal calculi on 14may2022, and a new stent was replaced.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted. Based on the photo sample one end of the pigtail was noted to be broken and completely detached from the body of the stent. The physical sample was returned in the opened original packaging. An evaluation was completed by future matrix. Although a specific root cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the stent was found to be ruptured when the package was opened during removal of renal calculi on (B)(6) 2022, and a new stent was replaced.